Event description:
Rptr has had her implants since 1984. Rptr developed breast cancer in 7/92. She had a lumpectomy and removal of the axillary nodes under her right arm (node negative), chemotherapy for eight months and seven wks of daily readiation treatments. Implants were never removed. In 4/93, rptr developed severe pain to her left breast and left nipple, a burning sensation under her left arm in the lymph node area and severe bone and muscle pain. She developed severe chest pain, severe back pain in the identical area as the chest, rib pain throughout the chest wall, severe burning pain in both breasts and nipples, and severe weakness during the beginning of her third wk of radiation. She also has developed dry eyes and dry mouth. Her right breast got very warm during this treatment also, rptr complained to radiologist of how sick she was and how much pain she was having and she gave her darvocet and ativan to take. Physician aware of implants before starting radiation treatments. During the third wk, rptr could hardly get out of bed and get dressed to go to work. During the fourth wk she could only work three days a wk and was in severe pain and chronic fatigue. Radiologist said the pain would go away and she would be better after two to four wks. Rptr never got any better. The pain only got worse. After seeing a multitude of drs, no one has even hinted at her silicone implants being a problem. (Even is she brings it up, it is ignored) except an environmental dr. Rptr has had a CT scan of her chest and numerous chest, arm and neck x-rays and everything has turned up normal. Rptr asks if there is a particular test or blood study that can detect whether she has an autoimmune disease or silicone in her body.